Event description:
It was reported that customer experienced cartridge alarm 20 on pump and that similar cartridge alarms occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Initial assistance from technical support was interrupted, and after follow-up, technical support confirmed repeated alarms and arranged pump replacement under warranty, instructed customer to use multiple daily injections as backup insulin therapy, and provided guidance on putting pump into storage mode, returning pump within required timeframe, and setting up and connecting replacement pump; replacement pump was shipped to customer.